Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing. This resulted in the system delivering two inappropriate shocks. This occurred while programmed in the alternate vector. The system was reprogrammed to the secondary vector as resolution. It was noted that this patient was being managed with medication and technical services (ts) suggested that this may need to be adjusted. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing. This resulted in the system delivering two inappropriate shocks. This occurred while programmed in the alternate vector. The system was reprogrammed to the secondary vector as resolution. It was noted that this patient was being managed with medication and technical services (ts) suggested that this may need to be adjusted. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted for a therapy upgrade at the physician's discretion for a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing. This resulted in the system delivering two inappropriate shocks. This occurred while programmed in the alternate vector. The system was reprogrammed to the secondary vector as resolution. It was noted that this patient was being managed with medication and technical services (ts) suggested that this may need to be adjusted. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted for a therapy upgrade at the physician's discretion for a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.